Manufacturer narrative:
The failure investigation has been completed and the alleged pump housing damage issue was verified. Based on the analysis, the alleged altitude alarm issue was verified in the pump logs; however, no failure was identified. No cartridge was received for investigation therefore no evaluation could be performed for the cartridge allegation. Additionally, a different issue was identified.

Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. Additionally, it was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded the cartridge to address the event. Lastly, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 110 mg/dl. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy.